Event description:
It was reported that the surgeon was performing an unknown spinal procedure and the shaft of the torque mechanism of the expander broke. This lead to difficulty to expand the cage and a delay in surgery of 20 minutes. The surgeon was able to complete the surgery.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of the fracture of a vlift expander¿s inner shaft was confirmed via visual inspection. A material analysis was performed in a similar investigation and concluded that the inner shaft broke due to fatigue and bending. There were no material or manufacturing defects observed on any of the surface features examined. Manufacturing records were reviewed and there were no discrepancies found. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that the surgeon was performing an unknown spinal procedure and the shaft of the torque mechanism of the expander broke. This lead to difficulty to expand the cage and a delay in surgery of 20 minutes. The surgeon was able to complete the surgery.